Event description:
It was reported that in 2002 the pt experienced an unpleasant loud sound after several hours of wearing. The pt tried again 2 days later and received the same sound after 2 hours of wearing. The pt was seen in the clinic 2 days later and the clinic was able to do telemetry measurements (normal result) but the pt reported a loud sound with the processor. The pt hears the unpleasant sound while in the telemetry software, even before beginning a measurement. The sound begins before the transmitter is completely aligned with the implant.